Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review for the day of treatment shows no error messages or other abnormalities. The system passed successfully all initialization steps. The user skipped a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile shows multiple successfully performed treatments. The treatment of the right eye was performed without interruption successfully. The treatment of the left eye was performed with three interruptions successfully. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with post operative residual and rotating astigmatism post refractive treatment. Additional information has been requested.